Manufacturer narrative:
Additional information: to investigate the matter, the logs for this date were provided in the case. The exact time of the incident was not given. At 10:59:25, the user removed the umbilical cord. At 11:03:41, the mobile view station (mvs) power controller lost communications with the mvs application as indicated by the following error message: ¿mvs power controller status event: mvs power controller error. Mvs cpu communication lost (errornumber=1).¿ at 11:05:13, the mvs application was running as evident by the following log message: ¿system started: version 4.0.1 mvs serial number = (B)(4).¿ however, the logs showed an error at 11:06:01; the error message stated the following: ¿xray acquisition state error : mvs power controller error state.¿ the error message indicated there was on an issue on the mvs. The mvs recently reported an issue with the communications between the mvs power controller firmware and the mvs application running on the mvs pc. With the x-ray acquisition state being in an error state, the imaging system did not enable the x-ray functionality for safety reasons. Without the x-ray functionality, the imaging system did not transition out of standalone mode and into 2d mode. The user reported trying to reboot the ias to resolve the issue. This attempt failed because the issue was on the mvs. At 11:26:56, the mvs application restarted from a shutdown as evident by the following log message: ¿system recovering from improper shutdown.¿ at 11:28:36, the imaging system went into 2d mode. Rebooting the mvs resolved the issue. It was not clear why the mvs power controller went into an error state. The logs suggested the firmware couldn¿t communicate with the mvs application. However, the logs also showed that the mvs application was running. This issue will be tracked. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The issue was resolved after a system reboot. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the imaging system was not responding and would not go past stand alone mode. Rebooting the imaging system with and without the umbilical cable plugged into the image acquisition system (ias) did not resolve the issue. A remote desktop was initiated and found that there was an x-ray detector status error; fluoroscopy exposure error. A third system reboot resolved the issue. There was no patient impact reported and no delay in surgery. Surgery proceeded as planned.